Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 348 mg/dl on the advantage system compared back to back with a result of 104 mg/dl on the professional system when testing was performed within 10 minutes. Reporter was already being treated with an IV for a hypoglycemic event that happened prior to the discrepant readings being obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.